Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) "was not firing" and it was thought there was an issue with the crt-p function. It was also noted that left ventricular (lv) lead capture was compromised by high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.